Manufacturer narrative:
The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays ventilator inoperable alarms. The customer reported the events log indicated transducer fault, motor fault, and ventilator inoperable errors. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The issue occurred during patient-use; the customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
Results of investigation: as a resolution, a field service representative (fsr) evaluated the device onsite. The fsr determined that the power switch needed to be replaced. The fsr repaired the ventilator and returned it to specifications. The device passed all testing and met all vyaire manufacture specifications.